Event description:
An endeavor resolute rx drug-eluting stent, length 24 mm, diameter 2.75 mm, was intended to treat a calcified, 99% stenosed lesion in a pt. It was reported that the device could not cross the lesion and, on withdrawal from the pt, a "burr" was found on the stent. The target lesion was located in a tortuous vessel. It was reported that resistance was felt during attempts to cross the target lesion and during removal of the device from the pt. It was reported that greater than usual force was used to advance/withdraw the stent. No pt injury occurred and no clinical sequelae have been reported. Endeavor resolute is not approved in the united states but is similar to endeavor rx which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation: results: (stent deformation, failure to deliver stent), tortuous, calcified stenotic lesion), (force used to advance/withdraw device). Conclusions: (tortuous, calcified stenotic lesion), (force used to advance/withdraw device).